Event description:
The date of event is estimated. The info for this event was obtained from a case report published in 2011. Dr (B)(6) performed a total knee arthroplasty procedure on the left knee of a (B)(6) old male with a history of osteoarthritis, type ii diabetes, hyperlipidemia and hypertension. A quill #2 pdo knotless tissue-closure device was used for closure of the arthrotomy, 2-0 vicryl used for closure of the subcutaneous layer and 4-0 monocryl used to close the skin. Ten (10) weeks post procedure, pt presented with serosanguinous drainage from the incision. The pt was taken back to the operating room for an I & d procedure. It was noted that the middle third of the arthrotomy closure had failed. Arthrotomy was repaired with alternative suture product. Pt healed well.

Manufacturer narrative:
The info for this event was obtained from a case report published in 2011. The item/lot code info was not provided. Therefore, the expiration dates and mfg dates are unk. No samples were available for eval. Therefore, no testing can be performed. Method: the device was not available for eval. No product eval can be performed. Results/conclusion: the device was not returned for eval. No product eval can be performed. Without the finished good lot numbers, relevant portions of the device history records could not be reviewed. It's not certain if the technique or placement of the pdo material attributed to this event or possibly the health status of the pt could have been a key factor. However, a definitive conclusion can not be drawn at this time. A company rep will f/u with this surgeon to possibly obtain add'l info. Angiotech ref: complaint# (B)(4). Item# unk, quill knotless tissue closure device, #2 pdo, lot unk.